Event description:
Abscess [abdominal abscess]. Case description: a spontaneous report was received on (B)(6) 2011 from an hcp via a company representative regarding a patient, who experienced an abscess after the use of seprafilm. The patient underwent a colorectal surgery on an unknown date in which seprafilm was placed. The surgeon thinks that the abscess may have developed due to seprafilm placement. At the time of this report, no other information was available. Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.